Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues and was difficult to deflate. A surgical procedure was performed to remove and replace the pump. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. Upon microscopic examination, no damage or abnormalities were noted, and no leaks were identified. However, the component did not pass activation testing during functional evaluation. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues and was difficult to deflate. A surgical procedure was performed to remove and replace the pump. There were no patient complications.